Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: promus element mr ous 3.50 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found the stent to be severely damaged. The stent had moved distally on the balloon for a length of approximately 21mm. The entire stent was stretched out with struts pulled over the distal markerband. The manufacturing crimp data for the device was reviewed and the max stent profile was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were visible on the exposed balloon wall indicating overall crimp contact between the stent and balloon at the time of manufacture. There was evidence of inflation media visible inside the balloon chamber. A visual and tactile examination along the full catheter length found several slight kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06-mar-2017. It was reported that shaft kink occurred. The target lesion was located in a coronary artery. A 3.50x20mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the delivery shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the stent moved on the balloon and was damaged.